Event description:
Per the audiologist, implant testing at the clinic showed the device was not working. The pt also complained of pain at the implant site. There was no integrity test performed by cochlear staff. Explant/reimplant surgery is planned but had not be scheduled at the time of this report filed, october 29, 2008.

Manufacturer narrative:
.